Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: bent prong on controller/battery pack connector. Specific component(s) involved: other component malfunction, specify. Other component: bent prong on controller/battery pack connector, nos. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller. Implant device type: lvad.